Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in: adverse event: unchecked and h1, type of reportable event: malfunction.

Event description:
It was reported that during use in a shoulder arthroscopy, the cutting and coagulation buttons of the wand remained activated without being pressed. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during use in a shoulder arthroscopy, the cut or coagulation buttons of the wand remains activated without being pressed, inside and outside the patient. The procedure was completed with non-significant delay and was finished with a smith and nephew back up device. No patient complications were reported.